Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 and all cubies were not detected on the bus and would not recover. A field service engineer powered the station down and replaced the drawer controller board and then powered the station back on to resolve the issue. Drawer 4.2 recovered and was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 and all cubies were not detected on the bus. Device encountered a black screen asking for a password during boot-up and after a reboot, it returned to the login screen. Customer stated that drawer was unrecoverable. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.